Event description:
Description of event according to initial reporter: the tevar procedure was completed successfully in (B)(6) 2016 with zta-p-40-167 deployed right up to lsca (left subclavian artery) and extended with zta-d-42-204. The on table completion looked great. Pt had 5 years of follow up and all looked good. Latest ultrasound showed leak so dr ordered a cta. It appears to show an endoleak and the physician fears one of the barbs has worn a hole in the surgical graft which is now leaking. Patient outcome: the grafts remained insitu. The physician does not see a viable endovascular repair option and fears the cardio thoracic team will need to open them up to do an open surgical repair. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510k: similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 74-year-old male patient with an aortic arch and descending ta aneurysm was treated with arch replacement and elephant trunk procedure followed by endovascular repair using a zta-p- 40-167 (complaint device) and zta-d-42-204. A 5-year follow-up revealed an endoleak. The physician fears one of the barbs has worn a hole in the surgical graft which is now leaking. The physician does not see a viable endovascular repair option and fears the cardio thoracic team will need to open them up to do an open surgical repair. A postoperative CT study dated 31oct2022 (approximately 71 months postop) was provided along with the complaint report and reviewed by an imaging expert. Per the findings in the imaging review ¿the patient has had an aortic arch replacement with an elephant trunk into the proximal descending ta. This is anatomically a type 3 arch post-replacement. The proximal zta-p (40 x 167 mm) partially covers the lsa, which remains patent, and appears to seal within the surgical graft/elephant trunk. There is focal contrast outside the surgical graft into the arch aneurysm sac. The leak appears to be adjacent to the proximal bare spring of the zta graft, likely along the anastomotic line where the arch vessels patch is sewn to the surgical graft. There is no true endoleak identified around the zta graft. There is a severe 80-degree angulation of the proximal graft at the proximal descending ta and a 74-degree angulation at the mid graft segment at the mid descending ta¿. Per the impressions in the imaging review " the leak does not appear to be from the barbs of the proximal zta graft as it seems to be next to the bare spring. It cannot be determined if the radial force of the proximal bare spring contributed to an anastomotic leak, but placement of the proximal graft along an anastomotic suture line likely contributed to this surgical leak". Per the instructions for use for this device the zta is intended to be used for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. Consequently, a hybrid repair of an aortic arch/descending ta aneurysm is outside the instructions for use for this device. It is likely that placement of the zta-p- 40 -167 along an anastomotic suture line contributed to the surgical leak. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.